Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. The connector was visually inspected and exhibited heavy abrasions in both of its rod slots. Linear abrasions were also observed on the bottom surface of both set screws, indicating that the connector slipped along both rods. The open-side of the connector was also splayed open almost 7°. One of the competitor's offset rods exhibited a long linear abrasion, indicating that the open-side of the connector also slipped. The connector slipped inferiorly approximately 5 mm along the rods. Once the rod slipped along the closed-side of the connector, all of the load was transferred to the open-side, resulting in the connector splaying open, thus explaining the observed damaged to the open-side of the connector. The linear abrasions observed on the rods and connector's set screws also indicated that the connector slipped. Only one connector was used to extend the construct superiorly and the nearest screw on the new rod was approximately two levels away. This placed a large amount of stress on the connector, likely causing the connector to slip. The fact that the patient was fused below l1, and the connector was placed at the thoracolumbar junction, meant that all of the load was transmitted through the joint between the new and existing hardware, placing even more stress on the connector. Implanting a second connector may have helped distribute the load and reduced the likelihood of the connector slipping. Our investigation of the product and review of the manufacturing and inspection records revealed no manufacturing discrepancies or material defects, nor did it reveal any contributing information/trends.

Event description:
On 10/11/2016 it was reported to k2m, inc. That a slipped rod connector was discovered. The patient reportedly had a slipped rod connector approximately 1 month post-op. Revision surgery took place (B)(6) 2016.